Event description:
According to the customer contact, on (B)(6) 2026, her dad was using his rollator in his kitchen. The wheel broke off, and he fell into the kitchen island which moved when he fell. It was reported he hurt his shoulder and was taken to the ER. He pulled a muscle around his rotator cuff, needs pain medication (tylenol 1000mg) and physical therapy. The customer contact reports he has mild pain but is doing well. This was after the seat had broken months before and was replaced with a board.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2026, her dad was using his rollator in his kitchen. The wheel broke off, and he fell into the kitchen island which moved when he fell. It was reported he hurt his shoulder and was taken to the ER. He pulled a muscle around his rotator cuff, needs pain medication (tylenol 1000mg) and physical therapy. The customer contact reports he has mild pain but is doing well. This was after the seat had broken months before and was replaced with a board. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated h3: device evaluated by manufacturer. Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).